Event description:
Implant placed 6/7/96, removed 11/15/96.

Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same: the implant is not believed to be the cause of failure.